Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in a while. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.